Event description:
The customer reports the expiration date for this lot of aviva test strips is 07/31/2007. The expiration date in the batch record for this lot of aviva test strips as 2/28/07. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. Meter info not provided, aviva strip lot 300089 with expiration date 2/28/07.

Manufacturer narrative:
The suspect product is the aviva test strip.